Event description:
It was reported to philips that the device is not passing operation tests. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that device is not passing operational tests. There was no reported patient involvement. No service or technical support has been provided to the customer by philips due to the end of support status of this device. As such, the cause of the reported problem was not identified. The device remains at the customer's site. No further action is required at this time. H3 other text : device is end of life / end of support.